Event description:
The customer reported that the 840 ventilator stopped cycling. No pt involvement. The customer reported to have replaced the breath delivery unit (bdu) pcb. Covidien loaded the current software revision only and conducted the final testing.